Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons intermittent) was confirmed. Upon investigation, the rear response button was not functional. The cause for the failure was that the rear response button cover and switch were damaged causing intermittent contact. The root cause of the damaged switch cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons are intermittent.